Event description:
Literature was reviewed regarding calcium patterns in the thoracic aorta and clinical outcomes of transcatheter aortic valve replacement (tavr) patients presenting with porcelain aorta. The study population included 161 patients who were predominantly male with a mean age of 77.2 years old. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: pericardial tamponade, arrhythmia requiring permanent pacemaker implant, stroke, and major bleeding or vascular complication. Clinical observations that may have occurred during use of the delivery catheter system included: acc ess-site complication with likely intervention to treat. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: campanella et al. Analysis of calcium patterns in the thoracic aorta and clinical outcomes of tavr patients presenting with porcelain aorta. J clin med. 2025 jan 14;14(2):503. Doi: 10.3390/jcm14020503. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.